Event description:
At the time of manually inserting the screw and visualizing with x-rays, it was detected that the screw was bent. Therefore, it was removed and this defect was confirmed. It was replaced with another screw of the same size.

Manufacturer narrative:
N/a.